Event description:
During an ankle fracture, the surgeon was using the 2.0 mm drill bit and it broke leaving a small piece of the drill bit in the pt's bone. Attempts were made by the surgeon to retrieve the bit and was unsuccessful. A small piece of the bit remains in the pt's bone.

Manufacturer narrative:
This info was not provided during the initial report. Additional info requested. Subject device is an instrument and is not implanted/explanted. Unable to provide the date of manufacture as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.